Manufacturer narrative:
Information was received on 12/01/2020 indicating that there was no patient involvement, all errors occurred during testing.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarms every time latch is closed. No adverse patient events reported.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the reported issue was unable to be duplicated. The pump passed a pressure range test and both downstream occlusion (dso) and upstream occlusion (uso) sensor's values were within specification. In the event log, both sensors were logged and will be replaced as preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.